Event description:
It was reported that the patient received inappropriate shocks. A lead integrity alert (lia) triggered for the rv lead due to t-wave oversensing (twos) and high-rate non-sustained episodes. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.